Manufacturer narrative:
Complaint no.: (B)(4). No samples were returned for evaluation. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device; therefore, the reported issue could not be confirmed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking along the seam. The leak was discovered at the patient's home before use. It is unknown if there was patient involvement but there was no report of patient injury or adverse event. No additional information is available.